Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. A visual inspection at 10x microscope magnification was performed. The lens was observed cut in half. Both lens haptics were observed in good condition and shape. The condition observed in the returned lens and the way in which the cut is formed is consistent with a lens that has been cut due to the iol removal process. The reported complaint issue could not be verified in the returned product. Manufacturing record review: the manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. A search on complaints related to this production order revealed that no other complaints were received for this production order. Labeling review: the directions for use (dfu) adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the return, historical complaint review and non-conformance/corrective action and preventative action (CAPA) review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the initial procedure. The reason for lens removal was not provided. A vitrectomy was required. The lens was replaced with a non amo lens. No further information was provided.